Manufacturer narrative:
The reported suctionaid tracheostomy 9.0mm soft seal cuff was returned for investigation. The returned device was received in used conditions and without original packaging. The returned device had a visual inspection at a distance of 12" to 24" and normal conditions of illumination. No holes were detected in the cuff. Functional testing was performed on the device with a syringe to inflate the cuff of the device and submerged under water, in order to verify for leaks. The results showed leakage was detected; bubbles were formed. The complaint was confirmed.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Evaluation of device in progress.

Event description:
The user facility reported that the listed tracheostomy tube was checked for leaks prior to intubation and no leaks were observed. After 1 day of use, the tracheostomy tube was found leaking at the cuff. The reporter indicated that no adverse effects occurred to the patient in result of the event.